Event description:
Reportedly, the patient died 134 days or 4.5 months after valve was implanted. The valve was not explanted. The reported cause of death was intracerbral hemorrhage due to therapy with oral anticoagulant sintrom (acenocoumarol). Anticoagulant bleeding is considered a valve-related issue. No further information was provided.